Manufacturer narrative:
Additional information: manufacturing record review: it was unknown which handpiece caused the event and all were tested (B)(6). For these serial numbers, the device meets material, assembly, and performance specifications at the time of product release. No related deviations, ncs, or capas were initiated during the manufacturing process for these serial numbers. A search for related complaints from serial numbers (B)(6) was conducted and no related complaints were found. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d4: expiration date: unknown, as the serial number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Device evaluation: a clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Account provided a serial number of a handpiece (B)(6) that was recorded being involved however, it is unknown for which patient it was used. Section e1 - (B)(6). A field service engineer (fse) also visited and tested hand pieces (B)(6). No fault found with hand pieces or system and found to be within specification. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a phaco burn. No additional information was provided. Note: this report is 4 of 5 reported.